Event description:
The user facility reported to have experienced a complete loss of image during a colonoscopy. The users reported to have utilized a different, but similar device to complete the procedure and there was no patient injury.

Manufacturer narrative:
The colonoscope used in the reported event was returned to olympus for evaluation. The evaluation confirmed the user's report of a complete loss of image. There was evidence of fluid invasion inside the endoscope connector and corrosion inside the electrical connector unit. Additionally, a crack was found on the objective lens and nicks and dents were found on the distal end cover. The cause of the user's experience was determined to be due to fluid invasion. As the device passed the leak test, the source of the fluid invasion appears to be due to user mishandling. This report is being submitted as a medical device report in an abundance of caution.